Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. Consumer reported upon removal a tampon fell apart leaving pledget pieces inside her vaginal cavity. She manually removed the remaining pieces. She had not seen or consulted with medical and did not experience any adverse health effects. However, she did plan to contact her doctor to confirm no pieces remained. Multiple attempts have been made to obtain further information, however, no further information has been received.